Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The products were not returned for examination. A search of the complaint databases was not possible as the necessary product/lot code combinations were not provided. The investigation can draw no conclusions regarding the reported corrosion with the information provided. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Event description:
Litigation alleges patient had intermittent pain, soreness and discomfort increasing, loud intermittent squeaking noise, difficulty standing, walking and performing routine activities, large fluid collection, abductor muscle weakness, elevated metal ion levels after asr hip implant; and revision surgery revealed corrosion under the trunnions and damage to abductors.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.